Event description:
Cartridge was leaking from inside the door of a continuous renal replacement therapy system. Registered nurse (rn) was unable to pinpoint where the leak was coming from within the cartridge. Cartridge removed and new cartridge obtained. No apparent injury to the patient at this time.